Manufacturer narrative:
As reported in a research article, late transcatheter valve migration managed with redo tavr a case of triple aortic valve replacement. Information from the field indicated that the a 25¿mm navitor valve was implanted inside a prior 25 mm mitroflow valve. About 10 months later, the patient developed heart failure due to valve migration causing severe leakage. A redo tavr with another 25¿mm navitor valve was performed successfully, and the patient was discharged after 2 days. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported heart failure could not be conclusively determined. The reported prolonged hospitalization and surgical intervention were result of case specific circumstance as valve-in-valve was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: late transcatheter valve migration managed with redo tavr a case of triple aortic valve replacement b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "late transcatheter valve migration managed with redo tavr a case of triple aortic valve replacement" was reviewed. The article presented a case study of a 76-year-old male patient with a history of surgical aortic valve replacement, severe aortic stenosis, heart failure, severe aortic regurgitation, diabetes mellitus, dyslipidemia, paroxysmal atrial fibrillation, hepatic cysts/hematomas, and colonic angiodysplasias. On an unknown date, a 25mm navitor valve was chosen for implant for a valve-in-valve procedure within a 25mm mitroflow bioprosthesis that was previously implanted. The device was implanted. Approximately 10 months later the patient presented with recurrent heart failure symptoms. Transesophageal echocardiography (tee) showed the navitor valve migrated towards the left ventricular outflow tract (lvot), resulting in severe aortic regurgitation due to perivalvular leak, along with moderate left ventricular systolic dysfunction. The decision was made to perform a redo transcatheter aortic valve replacement (tavr). A 25mm navitor valve was chosen on an unknown date for the redo-tavr. The device was implanted. The patient was discharged 2 days after the procedure. At follow-up the patient remained clinically stable. [The primary and corresponding author was valverde tavira, department of cardiology, consorcio hospital general universitario de valencia, av. De les tres creus, 2, valència 46014, spain. E-mail: avalverdetavira@gmail.com.].